Event description:
International customer reported observing pts presenting with reaction at the surgical site at an unspecified time following hip replacement surgery. The surgeon reports this event is causing tissue inflammation. No specific treatment provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.